Event description:
Boston scientific received information that this system had exhibited a shock impedance measurement greater than 125 ohms. Other lead diagnostics are stable and within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and suggested additional testing. The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.